Manufacturer narrative:
The doctor reported that a patient experienced the debonding of a veneer that had initially been placed with nx3 dual cure cement. The patient is doing fine and the veneer was recemented. The products were returned from the doctor for evaluation; however, the silane primer bottle that was returned was already expired so it could not be evaluated. A retain sample of silane primer within its shelf life, was evaluated with the returned nx3 syringe for adhesive strength test. The investigation results indicate that the product met specification. This incident was not the result of a product failure.

Event description:
On (B)(6), 2011, a doctor alleged that in (B)(6) when placing 4 veneers in a patient he experienced two veneer bond failures with nx3 dual cure cement and silane primer. One veneer delaminated in (B)(6) and second failure earlier this month, both of which required that the the patient return to the doctor's office to re-bond the veneer.